Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedance measurements greater than 3000 ohms. Additionally, there was no definitive capture at 7.5 volts. It was noted that the threshold measurements had increased which depleted the battery of the device. As the patient is not pacemaker dependent, no adverse patient effects were reported. During the extraction procedure, the lead was confirmed to be fractured. A large portion of heart tissue was removed with the lead. The lead had to be severed to be successfully extracted. The device was also explanted. The patient will be allowed time to heal before a new system is implanted.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.